Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported approximately 2 years post the index procedure follow up CT identified aneurysm enlargement without any evidence of endoleak. Intervention was carried out where a laparotomy was performed. During the procedure blood flow from a pinhole was identified near the bifurcated region of the stent graft confirmed as a type iiib endoleak. A hemostatic agent was used to treat the endoleak. Thrombus was removed from the aneurysm and the procedure was completed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.